Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) and FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unknown bd device experienced blood spatter/leakage. The following information was provided by the customer: material no. Unknown batch no. Unknown it was reported that the tubing was leaking. Tubing leakage

Manufacturer narrative:
Correction: per received email, the medical device brand name and common device name have been updated: medical device brand name: unknown bd wingset common device name: wingset.

Event description:
It was reported that the unknown bd device experienced blood spatter/leakage. The following information was provided by the customer: material no. Unknown batch no. Unknown. . It was reported that the tubing was leaking. Tubing leakage.

Manufacturer narrative:
Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that the unknown bd device experienced blood spatter/leakage. The following information was provided by the customer: material no. Unknown. Batch no. Unknown it was reported that the tubing was leaking. Tubing leakage